Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator battery had not reached end of life. Device diagnostic testing at previous office visit approximately eleven weeks prior was within normal limits, indicating proper device function at that time. Review of x-rays did not reveal any obvious fractures in the lead assembly; however, the lead connector pin did not appear to be fully inserted into the generator. The patient is reportedly experiencing an increase in seizure activity, but not above pre-vns baseline frequency. Patient has been referred to the surgeon for possible revision surgery. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance.